Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that particulate matter (pm) was discovered within a polyflux 140h. The exact location of the pm was unclear. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.